Event description:
I heard a pop and snap kind of noise then something hit the wall in my room with a strong full force. Once I investigated I found a battery on the floor and then I discovered the thermometer which somehow snapped open and shot one of the batteries out. The remaining battery exploded and had the battery interior all over my dresser with some of it oozing out of the battery.